Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, with approximately 20 seconds left in ablation phase, the physician lost visualization. As a precaution, the tenaculum was disengaged, as the scope moved. After these actions, fluid leaked from the vagina, causing a burn on the lower cervix (degree and size are not known). It was reported that the burn was not treated. The pt was seen three days post procedure and was reported to be "fine". Add'l info received from the attending physician on (B)(6) 2009. Confirms that upon follow up visit with pt, burn has been classified as "first degree".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).